Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that customer was out of the country and received a button error alarm. Customer's blood glucose was 322 mg/dl. Caller was advised that insulin pump would need to be replaced.